Event description:
A healthcare facility in france reported via a fisher & paykel healthcare (f&p) field representative that tubing of the opt944 optiflow + adult nasal cannula broke after eight days of use, resulting in a disruption of therapy. On 5 august 2021, further information was received stating that the patient desaturated and the opt944 optiflow + adult nasal cannula was replaced and fio2 was increased to 100% for several hours. Further information was requested about the patient's current condition and it was reported that the patient deceased several days after the reported event. Further information was requested regarding the medical cause of death; however, no further information was received.

Manufacturer narrative:
(B)(4). The opt944 optiflow + adult nasal cannula is an interface used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt944 optiflow + adult nasal cannula was returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. Our investigation is based on the visual inspection of the returned subject opt944, information provided by the customer and our knowledge of the product. Results: visual inspection of the returned cannula revealed that the tubing was stretched in several areas and pulled apart next to the 3-way connector. The healthcare facility reported that the patient had the following pre-existing conditions: respiratory distress with desaturation and covid-19 positive. The patient desaturated and the opt944 optiflow + adult nasal cannula was replaced and fio2 was increased to 100% for several hours. Further information was requested about the patient's current condition and it was reported that the patient deceased several days after the reported event. Conclusion: we are unable to determine the cause of the reported damage to the subject opt944 optiflow + adult nasal cannula. However, the damage observed was likely caused by the tubing being pulled. Further information was requested regarding the medical cause of death; however, no further information was received. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is rejected. The subject opt944 optiflow + adult nasal cannula would have met the required specifications at the time of production. The user instructions which accompany the opt944 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." "Do not crush or stretch tube, to prevent loss of therapy." "Failure to use the set-up described above can compromise performance and affect patient safety." The airvo 2 humidifier user manual states: "airvo 2 is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases" "the unit is not intended for life support."

Manufacturer narrative:
(B)(4). The opt944 optiflow + adult nasal cannula is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that tubing of the opt944 optiflow + adult nasal cannula broke after 8 days of use, resulting in a disruption of therapy. No patient consequence was reported.